Event description:
It was reported that the atrial lead was found to have dislodged one day post implant. It was noted that the dislodgement may have occurred due to the patient's history of coronary artery bypass graft surgery and atrial fibrillation, as well as possible patient non-compliance with arm immobilization instructions. The atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.